Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 106 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during a routine log file analysis, performed by the technical service representative, 126 pulsatility index (pi) events were confirmed. Information provided by the vad coordinator confirmed that the pi events were thought to be due to frequency of arrhythmias. The patient also was in the operating room on (B)(6) 2018 for sternal washout, muscle flap to sternal wound, and coccyx debridement with would vac therapy. Lvad rps;s were temporarily decreased during this time due to sedation administration. Patient was also anemic/hypovolemic postoperatively which was treated with blood transfusions. The patient is on "amidarone", electrolyte management with ihd and remains in intensive care unit, continuing rehabilitation and optimizing nutrition. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A direct correlation between the device and the reported pi events and infection could not be conclusively determined through this evaluation. The account submitted a log file for review. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. According to the account, the pi events were thought to be due to frequency of arrhythmias. The patient also went to the operating room on (B)(6) 2018 for sternal washout, muscle flap to sternal wound, and coccyx debridement with wound vac therapy. The patient¿s speed was temporarily decreased during or time due to sedation administration. Patient also was anemic/hypovolemic postoperatively. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. This document also explains that any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.